Event description:
St. Jude/pacesetter unipolar pacemaker lead, mod. 1226t/58 failed due to fracture. Failure was detected during routine office pacemaker check. Histogram of lead impedance, obtained from pacemaker, indicated fracture began to occur in mid-july 2003. Lead impedance was +/-2800 ohms in nov. 2003. Radiology suggests lead failed nearby the connector. The lead has not been explanted.